Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine¿ needle hubs separated from the devices.   The following information was provided by the initial reporter : the consumer reported 4 syringes in bag with needle hub already separated prior to use. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine¿ needle hubs separated from the devices.   The following information was provided by the initial reporter : the consumer reported 4 syringes in bag with needle hub already separated prior to use. Date of event : unknown. Samples : available.

Manufacturer narrative:
Nvestigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0189390. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.